Event description:
New information received notes that programming changes were made. There were no further patient consequences reported.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the right atrial (ra) lead exhibited under-sensing. No intervention was performed. Patient condition was stable.